Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 194 mg/dl, 143 mg/dl, and 106 mg/dl taken within 10 mintues. No symptoms of high or low blood glucose are reported, no treatment sought. While troubleshooting the customer care rep noted the test strips are damaged therefore this is reported as a product malfunction. The meter and test strips were replaced and return is expected.